Event description:
A customer contacted beckman coulter inc. (Bci) regarding false elevated troponin (accutni) results generated by the access 2 immunoassay system for three patient samples. Three patients were admitted for observation and patient 2 received an unknown medication.

Manufacturer narrative:
Qc was within specifications prior to and after the event. The customer performed a 10 rep precision run with a patient sample which showed good precision in the normal reference range. The customer stated their repeat protocol is to aliquot and recentrifuge prior to repeat testing. This protocol was not followed on the 3rd shift when these results were reported. Further data has been requested but not supplied to date. An engineer at the customer site performed a preventive maintenance (pm) and did not indicate any hardware issues.